Event description:
On scene of a pt described as in cardiac arrest, the reporter was intubating the pt when reportedly the defibrillator spontaneously charged to 200 joules. The reporter aborted the charge and turned device power off. The operator turned device power back on, with no further descrepancies observed. Pt outcome was not reported but the reporter indicated pt treatment was not adversely affected due to continued use of the device.